Manufacturer narrative:
On june 19, 2017 the device history record (DHR), manufacturing and expiration dates were received. Therefore, model #/lot # and UDI fields of this report have been updated. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
We are working on the device history record (DHR) and UDI information, once we get more information it will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two smartablate¿ irrigation tubing sets, and foreign material was discovered in the tubing sets. The first tubing set was cloudy and had crystal looking objects inside. The tubing was replaced and the issue remained. The tubing was replaced again and the issue resolved. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available. This event was MDR reportable if material is found inside the tubing set, then it can cause embolism or stroke.